Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Electrical testing and x-ray examination found no indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Event description:
It was reported that the patient presented to the clinic with the atrial lead dislodged. The atrial lead was explanted and replaced successfully. The patient was in stable condition post-procedure.

Manufacturer narrative:
Further information requested but was not received.